Manufacturer narrative:
Citation: hochstadt a et al. Effect of pacemaker implantation after transcatheter aortic valve replacement on long- and mid-term mortality. Heart rhythm. 2021 feb;18(2):199-206. Doi: 10.1016/j.hrthm.2020.10.013. Epub 2020 oct 20. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the effect of permanent pacemaker implantation on mid- and long-term mortality in patients who underwent transcatheter aortic valve replacement (tavr). All data was collected from a single center between march 2009 and january 2019. The study population included 1,489 patients and was predominantly female with a mean age of 82.7 years. An undisclosed number of these patients were implanted with medtronic corevalve, evolut r, or evolut pro transcatheter valves. No unique device identifier numbers were provided. All 1,489 patients were followed for a median of 33.8 months and up to six years after tavr, and 611 of these patients had a follow-up time of six years or died before the end of follow-up. Non-medtronic transcatheter valves were also implanted in the study population. None of the deaths were directly associated with medtronic product. Among all patients, adverse events included: post-tavr permanent pacemaker implantation (including cardiac resynchronization therapy pacemaker or defibrillator devices). The indications for pacemaker implantation were as follows: new high-degree atrioventricular block (third- or second-degree type 2), alternating bundle branch block (alternation between left and right bundle branch block), new onset bundle branch block (new onset left or right bundle branch block), prolonged hv in eps (hv interval > 65 milliseconds during electrophysiology study), and symptomatic bradycardia. Additional adverse events that occurred: cardiac tamponade, major bleeding, infection requiring antibiotic treatment, post-tavr heart failure, and reduced left ventricular ejection fraction. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Updated data: b5. Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed deaths or adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.